Event description:
It was reported that the device was in an ambulance accident. The patient involved passed away. No product malfunction was alleged.

Manufacturer narrative:
As a result of the report, a stryker quality assurance engineer made three attempts to get more information from a stryker sales rep. He stated that they are unable to provide information as the ambulance is still under police and da investigation. Through this communication, it was determined that the unit was not made available to evaluation as the unit is being held at the impound lot. Based on the communication with the sales representative and the information provided by the customer, it was determined that the alleged patient injury was likely not caused or contributed by the device, as no malfunction was alleged with the device that was involve in an ambulance accident. However, this could not be confirmed, since the unit was not available for evaluation. Multiple attempts have been made to gather information about the accident, with no response received. Should a response be received, this complaint may be reopened and updated accordingly.

Event description:
There is no new information to report.